Manufacturer narrative:
After the incident, the user facility was inspecting the problem and discovered that the right rotational brake and vertical brake were broken. Reportedly the handle had been damaged prior to the incident, but was unreported by any of the users. After the event, the user facility attached a warning sign to the image pasting barrier saying, "please do not use until further notice. Thank you". On inspection of the parts by the ge field engineer, it was noted that the right rotational brake was broken and could no longer brake at all. The pin had reportedly come out of its track allowing the handle to rotate and no longer act as a brake. The field engineer replaced the image pasting barrier handle lock and verified proper function of the image pasting barrier, correcting the issue. While a malfunction of the device is indicated, multiple circumstances must be present for the issue to result in serious injury: the user must leave the handle unlocked in the upper position. The user must position the image pasting barrier in proximity to a user traffic area increasing the odds of jostling. The user must bump the image pasting barrier while simultaneously positioning a critical piece of anatomy in the handle's arc of travel.

Event description:
It was reported that, while assisting a radiographer to position a patient on the table, a hospital porter ducked down and bumped the image pasting barrier parked at the back of the table at the head end. The right handle of the image pasting barrier was not locked and was left in the upper position. When the barrier was bumped, the right handle swung down and hit the porter on the face breaking 3 of his teeth.